Event description:
It was reported that the sponge fell out and the povidone-iodine flowed out of the minicap when the patient opened the package. The patient did not use the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 4 of 10.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Baxter has received a photograph of the reported issue. A photograph was received by baxter for evaluation. During visual inspection of the photograph, the sponge was observed to be in the minicap but an excess amount of iodine was observed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition of a loose sponge was not verified. Excess iodine was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same event as reported in (B)(4).